Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via e mail that the insulin pump is consistently alarming button error and pump is not functioning. Customer's blood glucose was unknown at the time of incident. No further information was given.